Event description:
On (B)(6) 2011, the reporter contacted lifescan from (B)(6) on behalf of her husband (the patient) alleging an error 2 issue with a one touch verio meter. The reporter did not allege any harm or injury because of the reported issue. The reporter was unwilling to perform troubleshooting or answer further questions. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an error 2 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k093745.